Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in a peripheral artery. A 3mm x 40mm x146cm coyote¿ es balloon catheter was advanced for dilatation. However, during the procedure, it was noted that the device became stuck with the guide wire. The device and the guide wire were removed together, a new wire was placed and the procedure completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded. There was contrast in the inflation lumen. There was blood in the wire lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. There were numerous hypotube kinks and numerous distal shaft kinks. There was tip damage. Functional testing was completed using a thruway .014 guidewire, as the guidewire used in the clinical event was not returned for analysis. The thruway guidewire was advanced through the tip and met resistance 3.5cm from the tip. Further analysis revealed the inner shaft was perforated. The perforation is consistent with a guidewire or mandrel puncturing the wire lumen when inserting. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in a peripheral artery. A 3mm x 40mm x146cm coyote es balloon catheter was advanced for dilatation. However, during the procedure, it was noted that the device became stuck with the guide wire. The device and the guide wire were removed together, a new wire was placed and the procedure completed. No patient complications were reported and the patient's status was fine.